Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image and stains in charged coupled device (ccd) lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: te torn cable was due to a cut on cable, and the device had dark image due to a stain marked inside the charged coupled device (ccd) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cord was torn. The issue was identified during reprocessing. There were no reports of patient involvement.